Event description:
According to the patient, the unit alarmed and there was a oxygen low error codeon the screen of the unit/ customer reports they were recently for breathing issues. Occurred while thecustomer was driving.the patient noticed that changing batteries to a full charge did not stop the low oxygen indicator fromcoming on. The patient had to go to ER for lack of breath on (B)(6) 2014.

Manufacturer narrative:
The device was returned for evaluation, which is in process. A supplemental report will be submitted if additional information is found from the evaluation